Event description:
A report was received that the patient underwent a non-device surgery and since then the patient is not able to charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient underwent a non-device surgery and since then the patient is not able to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information indicates that the patient ipg was repled during revision. The patient is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.